Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. 510k: this report is for an unknown screw locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Not explanted. Unknown if complainant part is / not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon implanted a titanium clover leaf foot plate from the va foot system was used by mistake, a stainless steel va 2.4 locking screws was used instead of the va 2.7 titanium screws. Apparently the plate is to be removed in a few months, therefore, the surgeon is not overly concerned about the mixing of two materials. Concomitant reported part: 1x unknown food plate. This complaint involves 1 part. (B)(4).

Manufacturer narrative:
Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. In general, the following statement from relevant "important information" leaflet notes that: if not otherwise mentioned it is not recommended to mix different implant metals. Mixing of metals may lead to galvanic corrosion and a release of ions. This may cause inflammatory response, metal sensitivity reactions, and/or long term detrimental systemic effects. In addition, the corrosion process can reduce the mechanical strength of the implant. Corrected data: corrected concomitant device; therapy date (B)(6) 2018. Reporter¿s name; initial reporter health professional; initial reporter occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: titanium clover leaf foot plate (part # unknown, lot # unknown, quantity 1).